Manufacturer narrative:
This report is submitted on august 5, 2020.

Event description:
Per the clinic, it was reported that the patient has marble bone disease which resulted in recurrent infections at the abutment site. Subsequently, the patient was underwent revision surgery to remove infected soft tissue and remove the abutment. Following the procedure, the patient was administered with IV antibiotics and prescribed a 7 day course of oral antibiotics.